Event description:
The device was implanted via l-p shunt to the patient ((B)(6) male, (B)(6)). The dysfunction of the valve (fluid did not flow) due to trauma was noted after implantation. The enlargement of the ventricles was also confirmed. On (B)(6) 2015, the revision surgery was conducted and the valve was replaced with the same new product. The patient¿s condition is stable after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: a clear liquid was noted inside valve mechanism, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot cmgbgb, conformed to the specifications when released to stock on the 27th may 2011. No root cause could be determined for the problem reported by the customer, as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.